Event description:
It was reported that the ventilator malfunctioned while connected to a patient. There was no more info available about the event. The ventilator was taken off patient. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation and downloaded logs. Internal leakage test failed during pre-use check. The air gas module was found defective and it was replaced. The defective part has been requested for investigation, but not yet received. Received device logs show that the following alarms were generated on the reported date of event: "peep high" (positive end expiratory pressure), "expiratory minute volume; low", o2 concentration: high" and "respiratory rate: high". A supplemental MDR report will be sent when the investigation is completed. (B)(4).